Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation is stress urinary incontinence. Procedure (s) performed were repair of urethrovaginal fistula with periurethral transvaginal sling procedure and cystocele repair, cystoscopy with bilateral ureteral catheterizations. Complications post (pelvicol in-fast) implantation in 2003: had total urinary incontinence and hematuria. Scheduled for cystoscopy with bilateral retrograde pyelograms, repair of urethral vaginal fistula under general anesthetic. Condition post explant or trimming: in, 2006: had stress urinary incontinence. Scheduled for repair of urethrovaginal fistula and transobturator tape . Mesh had eroded into the vaginal wall. Scheduled for removal of sling.